Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 456 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with syringe for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, sick and thirsty. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they was able to get her blood glucose down to 115 mg/dl using manual insulin injection. The customer stated that they had running high blood glucose all night because the insulin was leaking out of the blue plastic top of the quick release. The insulin pump will not be returned for analysis.